Event description:
It was reported that there were high impedances, greater than 10,000 ohms, on electrodes 9, 10, 11, 13 and 15. It was noted that diagnostic testing and troubleshooting included impedance testing and reprogramming and the issue was resolved. The cause of the issue was not determined. It was reported that the stimulation ¿felt like sputtering¿ before no stimulation was felt. It was noted that there were no patient symptoms and the patient status was noted as no injury.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 37754, serial# (B)(4); product type recharger product ID 37746, serial# (B)(4); product type programmer, patient product ID 3778-60, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4).